Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va0b7vc); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that electrode 1 was greater than 4k ohms. They also reported that they were unable to get to track nerve. The blue stylet was removed without difficulty and the green stylet was then inserted to the lead without difficulty. The doctor then manipulated the end of the lead and inserted itback into the lead introducer plastic sheath. The lead was deployed, the doctor then proceeded to remove the stylet and met with resistance. Multiple attempted were made to remove with no success. Technical services was called, but the manufacturing representative (rep) was on hold for more than 10 minutes. After which time the provider elected to remove the whole lead and replace with new lead. The battery was connected and placed into the pouch and put back into the existing pocket. Impedance check was off in electrode 1. This was checked multiple times. A new programmer and communicator were used and it was still off in electrode 1. The battery was removed from pocket, screwdriver used to loosen screw. The lead removed from battery and dried off. The battery area that housed the lead, the doctor pushed air through this using 10xcc leur lock syringe. This was done 3 times. This whole process was done 2 times. The rep called tech services during this time and programs 1-4 were tested. All had bellows accept program 2 and it would not allow stim above 6.2. The doctor elected to close pocket. The rep was unable to program patient after case as they were called to another facility for a patient call. The patient was coming into clinic tomorrow around 2pm to have help from nursing staff to turn stim on. The rep would be in attendance virtually per the patients request. The doctor was aware and was in agreement with this plan.

Manufacturer narrative:
H3: analysis of the returned lead (l/n: va0b7vc) revealed that the electrode at the distal end of the lead was bent 2.5cm from the distal end. H3: analysis of the returned stylet identified that the stylet wire was bent 2.5cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the steps taken to resolve the issue were the patient was programmed the next day via phone. It was unknown if the issue was resolved. As they were programming the patient at home, they didn't go through all the programs to test if they were working. The patient had multiple programs to use for therapy and they set them on one they could fee. They were going to follow up in clinic prn. There were no additional appointment requestions by the provider to check other programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (lot#: va0b7vc) revealed that the electrode at the distal end of the lead was bent. Analysis of the stylet revealed that the stylet wire was bent 2.5 cm from the distal end. Continuation of d10: product ID 3889-28 lot# va0b7vc product type lead product ID neu_stylet_acc product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.